Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer also reported that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose value at the time of emergency room visit was 786 mg/dl. Significant event leading to the emergency room visit was the customer's resistance to insulin. Customer was wearing the pump at the time of emergency room visit. Troubleshooting was done for potential moisture exposure. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.